Manufacturer narrative:
(B)(4).

Event description:
It was reported that during total knee arthroplasty the surgeon believes instruments did not perform as intended. The distal cut was made with traditional intramedullary instrumentation and then checked by the surgeon. A cutting block size 4 was decided to be used. The proximal tibial cut was made with standard intramedullary instruments. The surgeon was ready to trial then it was noted that the surgeon felt the size 4 femoral trial was proud anteriorly due to this the surgeon decided to downsize to a size 3 femur cutting block. Before making the cuts in the 5in1 cutting block it was shifted the block anterior 2 mm to take an additional 1 mm if anterior bone and 2mm of posterior bone. The surgeon stated that he had notched the femur 15-17 mm. The delay was less than 30 minutes and the surgeon ended up cementing the size 3 femur. After a couple of days the surgeon took this patient back to the or and put a zimmer femoral plate on prophylactically to reinforce the bone.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, based on the x-rays and information provided, the user technique, utilization of a thinner-than-recommended sawblade along with significantly worn cutting blocks, and the appearance of a mal-positioned (anteriorly rotated) femoral component were all likely contributing factors to the reported event. However, the reported sawblade thickness, significant ¿wear/usage¿ of the 2014 ap cutting block, the change in cutting block sizes, and/or user technique could not be ruled out as potential contributing factors to the reported event. The patient impact beyond the reported 0-30 minute surgical extension, modified surgical procedure, significant femoral notching, and the additional plating procedure several days post-op could not be concluded but its noted that its reported that the patient reportedly will require further medical intervention/revision in the future. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A visual inspection confirmed the journey dcf ap fem cut blk 4 shows nicks, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.